Event description:
The dealer stated the leg broke on the shower chair. He stated as the patient was falling the other leg broke as well. The patient was frightened but did not report injury at the time.